Manufacturer narrative:
Additional information indicates the ipg meets the expectations of the physician. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the ipg meets the expectations of the physician.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.